Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue was duplicated. The workstation pcb connections were evaluated and reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system failed to power up and exhibited a non-recoverable loss of system functionality. No patient serious injury or death was reported related to this event.